Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular (rv) lead integrity alert (lia) triggered showing evidence of noise, varying impedance and increased sensing integrity counts (sic). The rv lead was removed from the implantable cardioverter defibrillator (ICD) header block and backed the setscrew back and then the rv lead was reinserted. Both rv lead and ICD remains in use. No patient complications have been reported as a result of this event.